Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported that she went through a pack of ten batteries, after receiving a battery out limit alarm on her insulin pump, during normal use. The customer's blood glucose was 146 mg/dl. Troubleshooting was performed. The basal rates were accurate. The customer stated the batteries were not out of the insulin pump greater than the duration it allows for. After clearing the alarm, the customer was instructed to insert a new battery in less than a minute. The insulin pump did not alarm. The insulin pump showed a full battery and then the display went blank. The battery was replaced and the display returned. Troubleshooting was performed for a failed battery test. The issue was resolved with a new battery. Nothing further was reported.